Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It is reported the skin graft mesher produced an incomplete mesh during a cadaver lab procedure. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. It was reported that the device had an incomplete mesh. The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter and a 2:1 ratio cutter for evaluation. The device history record (DHR) and previous repair report for skin graft mesher device reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher seventeen times as documented in the repair reports. The last repair was february 19, 2018 where it was reported that the device was producing an incomplete mesh and the comb, gear, handle, and shoulder bolts were replaced. This is not a related issue. The device history record (DHR) and previous repair report for skin graft mesher device1.5:1 ratio cutter reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter as documented in the repair reports. The last repair was february 19, 2018 where it was reported that the cutter was producing an incomplete mesh. The device history record (DHR) and previous repair report for skin graft mesher 2:1 ratio cutter reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 2:1 ratio cutter as documented in the repair reports. The last repair was february 19, 2018 where it was reported that the cutter was producing an incomplete mesh. Initial qa inspection of the skin graft mesher on march 13, 2018 revealed that the device was within specifications and produced a passing sample mesh. It was also noted that one stabilizer foot was worn. The 1.5:1 ratio cutter and the 2:1 ratio cutter both failed to produce a passing sample mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on march 13, 2018 which included replacement of the stabilizer foot. Skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was noted that the 1.5:1 ratio cutter and the 2:1 ratio cutter both failed to produce a passing sample mesh and were deemed non-repairable. The root cause of the device produced an incomplete mesh was due to damaged cutters since the damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.